Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 507645 implantable pacing lead, implanted: (B)(6) 2013; product ID d314drm implantable cardioverter defibrillator,  implanted: (B)(6) 2013.(B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a right ventricular (rv) lead reposition, the physician attempted to retract the helix of the lead. Initially, the helix would retract, then extend again with no manipulation. When pulling on the lead the helix began to "stretch out." The rv lead was able to be explanted with manual rotation of the lead body and was replaced. Upon removal, tissue was visible on the helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.